Event description:
Device malfunction: unk device failure (device# 1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received stated "perclose closure device failed during a left leg angiogram. Second perclose device attempted (same lot number) and it also failed. Manual compression was required to the right femoral artery." No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. Device #2 - proglide (part# 12673-03, lot# 80046-6h), is being filed under a separate medwatch report. Additional info from voluntary report: abbott perclose proglide 6f closure device, product available for evaluation: yes.